Event description:
It was reported to philips that the system failed to start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) spoke with the customer and confirmed that a cold restart did not resolve the issue. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc failed to start up. Troubleshooting determined that the host pc would start up with no issue, but the bios battery was defective. The fse replaced the bios battery. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.